Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 (meter) and on (B)(6) 2011 (test strips) with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high as compared to his feelings/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 9:30pm, the patient allegedly obtained a high reading of "206mg/dl". The patient stated that he manages his diabetes with insulin, victoza (unknown dosage). On (B)(6) 2011 at 8:15am, the patient reported increasing his insulin intake, victoza by 1.2units in response to the alleged product issue. Two hours after the reported issue began, the patient claimed to have developed symptoms of being "dizzy, shaky, and tired" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the patient did not have the test strips available. Replacement products have been sent to the patient. This complaint is being reported because although the patient denied receiving any treatment after the alleged product issue began, the patient claimed to have developed symptoms suggestive of a serious injury.